Event description:
This lead was displaying high thresholds and intermittent capture. An x-ray was done and the lead did not appear to be dislodged. A revision was done, but the helix would not retract until the lead was explanted. The physician was not sure if tissue had been stuck on the helix or not. There were no adverse patient effects reported. Device return has been requested, but the rep was not sure what the staff had done with the lead fragment.